Event description:
Patient was revised due to dislocation.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the device history records did not reveal any manufacturing deviations or anomalies. A search of the complaint database found no prior reports for the part and lot number combination. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.